Manufacturer narrative:
The product related to this complaint is product 8888145015, palindrome 23/40 kit w/ slot, product lot number: 135037x. The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There were no non-conformances related to the reported issue for the involved lot. There were also no changes identified that may impact the product/process related to the reported condition during a period of six months prior to the manufacturing date. A sample was returned for evaluation; it consisted of a palindrome catheter that presented signs of use (dirt and blood). Visual inspection was performed and it was observed that the cuff was not attached to the catheter and did not come with the sample. It can be noted that there was evidence of glue on the area where the cuff is placed. Based on the sample information, it is not possible to establish the source of the reported event to determine if this failure is manufacturing related. There is evidence of glue application per the sample evaluation. Additionally no deviations were found after the DHR review. The catheter was implanted on (B)(6) 2012 and it was removed by the patient himself on (B)(6) 2015; therefore it is concluded that this catheter was used and functioned as intended for approximately 3 years and 3 months. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that the product was manufactured according to specifications and it functioned as intended for a period of approximately 3 years and 3 months; therefore it can be concluded that the device was more likely damaged during use. The most possible causes are related to the catheter being exposed to excessive force or jerking motion during use. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. Please see report for the product brand name originally reported as unknown. For the product catalog number and lot number originally unknown.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports the cuff on the implanted palindrome did not adhere to the catheter. The cuff disappeared, was no longer present. Therefore the catheter did not hold in place and had to be exchanged.